Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false negative results with three (3) patient samples that resulted negative with the simplexa covd-19 direct assay on the liaison mdx # 2d0261, but were previously confirmed positive and 2 samples repeated as positive on a different liaison mdx # 2d0192. Run analysis of the simplexa results from (B)(6) 22 are as follows:at 0800 on instrument 2d0261, mol4151 lot# x15075n: all wells 1-8 resulted not detected for both targets (well 1 labeled as pos, wells 2-8 labeled as neg). Curves on both fam and joe were erratic and wavy that didn't cross the threshold.at 1007 on instrument 2d0261, mol4151 lot# x15076n:sample ID# pos lan (well 2): s gene (18.3) orf1ab (20.2). Samples in well 1 (pos cos), well 3 (B)(6), and well 4 (B)(6) were not detected for either target but showed erratic and wavy signals in fam and joe channels that didn't cross the threshold.at 1336 on instrument 2d0192, mol4151 lot# x15076n:sample ID# 1: s gene (30.9), orf1ab (31.4). No erratic or wavy signalssample ID# 2: s gene (29.1), orf1ab (29.6). No erratic or wavy signalsbased on this information it appears instrument 2d0261 is not performing as well as instrument 2d0192. Both runs on 2d0261 produced very erratic and wavy signals in the fam and joe channels when using 2 different reaction mixes (mol4151 lot# x15075n and x15076n). The same reaction mix lot x15076n produced very smooth sigmoidal curves on instrument 2d0192 in the run at 1336. This appears to be an instrument speciic issue. Technical services suggested the customer's instrument undergo recalibration and provide service packets for instrument performance analysis. The customer did not repeat the reaction mix mol4151 lot# x15075n on instrument 2d0192, so retain testing was performed to check assay performance. Batch record review showed the critical component, reaction mix mol4151 lot# x15075n, met all qc release criteria prior to kit release. Mol4151 lot# x15075n was tested using positive controls and no-template controls (ntc). Positive controls were tested in quadruplicate and resulted in zero (0) occurrences of false negatives in any of the covid-19 targets. All positive controls were detected at an average CT = 28.1 (s gene), 27.8 (orf1ab), and the internal control avg CT = 31.7. No malfunctions occurred during qc release testing.retains of the suspected device were tested on 6/29/22 with 14 replicates (2 discs of 7 pc each) of mol4160 positive control. Both times the targets were detected on all replicates (s gene = 27.2, 26.7 / orf1ab = 27.7, 27.0) . No false negatives occurred. No malfunctions occurred. Potential causes for the false negative results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from the assay procedure outlined in the package insert. It is not possible to determine a definitive root cause at this time.this is the 1st complaint on mol4150 lot# x15077n for suspected false negatives.as stated in the instructions for use, ifuk.en.mol4150, "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information" and per the limitations section, item 5 "false-negative results may occur if the viruses are present at a level that is below the analytical sensitivity of the assay or if the virus has genomic mutations, insertions, deletions, or rearrangements or if performed very early in the course of illness."

Event description:
Diasorin molecular llc received a complaint alleging false negative results with three (3) patient samples that resulted negative with the simplexa covid-19 direct assay on the liaison mdx # 2d0261, but were previously confirmed positive and 2 samples repeated as positive on a different liaison mdx # 2d0192. The customer confirmed the alleged false negative results were not reported to the diagnosing physician due to the discrepancy with the previously confirmed positive results and the repeat positive results on the other instrument. No alleged harm occurred. Patient sample collection method was not provided.